Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was fired well in its first three firings and when trying to load the cartridge, it did not lock it¿s jaw properly and the anvil was half open and even closing trigger (handle) was slipping and not closing full. It is not known how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any difficulty noted when loading the cartridge into the jaws? Yes, difficulty is noted while loading third cartridge. The analysis found that one ple60a device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. In addition the reported cartridge installation issues event could not be confirmed as the test cartridge was loaded and removed without any difficulties during testing. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.